Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. This event occurred 57 times. The following information was provided by the initial reporter. The customer stated: "the tube was dirty and sticky."

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. This event occurred 57 times. The following information was provided by the initial reporter. The customer stated: "the tube was dirty and sticky."

Manufacturer narrative:
H6: investigation: bd received 57 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for printing was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for printing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode printing issue. The exact cause of the customer¿s failure mode could not be determined but is related to the manufacturing process.